Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were damaged, distorted & lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified ostial right coronary artery (rca). After pre-dilation was performed with a 2.0x15 non-bsc balloon catheter, a 16 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion and the stent strut was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified ostial right coronary artery (rca). After pre-dilation was performed with a 2.0x15 non-bsc balloon catheter, a 16 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion and the stent strut was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.